Event description:
During a surgery in (B)(6) 2009 a patient was implanted hardware to repair a wrist fracture. In a later surgery on (B)(6) 2012 to correct ulnar side pain, the hardware was to be removed. During the extraction, a screw head broke off the screw. The screw head was retrieved by the physician and the procedure was delayed by 4 to 5 minutes. This is 10 of 12 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as (B)(6) 2009. No part number reported, hence no 510k number can be provided.